Manufacturer narrative:
The unit did not have any unexpected alarm ringing. The unit had a blank display due to moisture damage on the electronic assembly. The unit was unable to perform the displacement test due to a blank display anomaly. The unit had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump had a blank display after changing the battery. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.